Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. Product manufacture date: 7-may-2013, a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of one-third tubular plate with collar 5 holes/61mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction and internal fixation (orif) of the right ankle due to a pilon fracture on (B)(6) 2014. Patient underwent hardware removal due to painful prominent hardware on (B)(6) 2015. Onset of pain and prominence of hardware is unknown. There was no surgical delay or further patient harm reported. Surgery was completed successfully. Patient was not revised with another part, it was just a removal of hardware. (B)(4).

Manufacturer narrative:
Implant date: correct implant date is (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.